Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced excessive no delivery alarms and then received low reservoir alarm. Customer's blood glucose was 467 mg/dl and 478 mg/dl. Customer was sent home from school with high ketones and still had high blood glucose. No delivery and high blood glucose was resolve with a reservoir change. It was found that cannula was bent. Supplies would be replaced.